Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval found the auxiliary water channel completely occluded. The eval also found a leak in the air/water channel, peeling bending section glue, and a broken bending section. There was fluid present in the control body. The device has now been refurbished. An olympus endoscopy support specialist (ess) has visited the user facility and provided info regarding appropriate reprocessing of endoscopes and has scheduled a further f/u visit. Based upon the results of the eval and the info provided, it appears this matter is likely the result of insufficient reprocessing and user handling.

Event description:
The user facility reported an "(B)(4)-ink" colored material dripping out of the endoscope after the device had been reprocessed three consecutive times. Olympus was informed that the user facility was not reprocessing the auxiliary water channel in accordance with the directions for use. There were no reports of any infections or other adverse impacts to the patients.